Event description:
It was reported that an ilet user experienced hyperglycemia up to 347 mg/dl after pausing insulin delivery during bathing; upon reconnection the pump delivered large automated correction doses, up to 2.8 units, after which the user and spouse paused the pump due to concern and glucose later returned to range. Symptoms included hyperglycemia. Outcomes included no reported injury, no hospitalization, and no alerts or alarms. Investigation included review of device-reported dosing and glucose trend data and user troubleshooting and education. Investigation of this case revealed that the device responded as designed to elevated glucose following a user-initiated pause in insulin delivery, with corrective dosing consistent with algorithmic compensation; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear and consistent with user-initiated interruption of insulin delivery followed by expected automated correction. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.